Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to alternate-method testing. The tnih instructions for use (IFU) states the following, under interpretation of results: ""results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to alternate-method testing. Tnih kit lot 098 was in use at the time. An initial atellica im tnih result above reference threshold was reported for a 48-year-old female patient. The patient was sent to the emergency department of the hospital, where another sample was drawn and tested using an alternate method. The alternate-method result was much lower, and considered consistent with the patient¿s clinical examination. The initial sample (which produced the discordant elevated result) was later re-tested using both methods. Similar results were obtained, demonstrating that the elevated tnih result was reproducible for this sample, and that it was discordant relative to the alternate method. There are no allegations of patient harm or other adverse consequences in association with the observed discordance.

Manufacturer narrative:
MDR 1219913-2024-00355 was initially submitted on (B)(6) 2024. Update, (B)(6) 2024: siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to alternate-method testing. Siemens reviewed the available information. Instrument issues were ruled out as the elevated atellica im tnih result was reproducible, while assay quality control (qc) results were within expected ranges and no issues were observed with other patient samples. Return of the patient sample for further investigation is not warranted because the customer has conducted appropriate testing. Based on the available information, a specific cause for the observed result discordance could not be identified. No systemic product problem was identified. There is no universal standard for troponin I. The atellica im tnih assay standardization is traceable to an internal standard manufactured using human heart homogenate. There is no expectation that results will match other clinical methods due to differences in antibody specificity and assay design. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. As indicated in the assay¿s instructions for use (IFU) there are cardiac and non-cardiac conditions which can cause an elevation in troponin I in the absence of myocardial infarction. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.